Event description:
It was reported by the customer that a bd pyxis¿ es server medication orders are not crossing over to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the medication order was not crossing over to pyxis. A technical support specialist dialed into server and logged into health sight viewer and no critical alerts found. The tss ran downtime query in structured query language server management studio (ssms) and all messages were current. No issues identified. The tss verified with customer via email and confirmed resolution and agreed to close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication orders are not crossing over to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.